Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: 3662, scs ipg, therapy date: unknown the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2: reference MFR report#: 1627487-2020-02679. It was reported the patient's scs system was explanted due to the patient receiving ineffective therapy prior.